Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experiencing high blood glucose level. Customer¿s blood glucose level was 27 mmol/l. Customer stated that the insulin pump was not working. Customer stated that the insulin pump was exposed to insulin; however there was no damage to the reservoir and still insulin was in the reservoir. Customer stated that the o ring inside lip of reservoir compartment was not missing and there were no cracks in the insulin pump. Customer stated that there was no any alarms in alarm history. Customer performed self test and it was passed. The device will not be returned for analysis.